Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that the customer was hospitalized on (B)(6) 2014 for a blood glucose level of over 600 mg/dl. Customer felt weak prior to the incident. Customer had diabetic ketoacidosis. Customer is still in the hospital in the intensive care unit. Customer was wearing the pump at the time of hospitalization. Customer's blood glucose level is 650 mg/dl. Customer was treating with a bolus before he went to the hospital. Customer was placed on an insulin drip at the hospital and taken off the pump. Customer was assisted with correcting the time and date settings. Customer does not count his carbs. When his blood glucose is high, he is not given the correct amount for his blood glucose level. Customer had two or three lows when he originally bought the pump. A weak battery and bad battery alert were found in the alarm history. Two past no delivery alarms were also found. Customer reported that the alarm was resolved by a set change. Customer will call back. No further assistance needed.